Event description:
Please note at this time the event is not documented in the operative report. This patient with diverticulitis was taken to the or for a laparoscopy/low anterior colon resection, take down of the splenic flexure and primary anastomosis and appendectomy. During the surgeon's final cavity check, he noticed a small metal object which was removed and identfied as the insert from the 7" mayo-hegar needle holder. The object was removed without incident and no injury to the patient. The metal piece was given to the director of surgical services and then given to the risk manager where it remains at this time.